Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers fill estimate was inaccurate after loading a cartridge with insulin. Tandem technical support assisted customer in reloading the same cartridge and received an accurate fill estimate. Customers blood glucose was not affected.